Event description:
It was reported that: when the physician tried to connect the manta device to the manta sheath, the manta device could not attach to the sheath and bypass tubbing jumped to the manta handle (related to 3010252479-2023-00179 manta). Then the team decided to use second manta, but had the same problem(related to 3010252479-2023-00182 manta). Then, they used a 3rd manta device, where everything is normal. Additional information: during a tavi procedure, all three sets of manta showed the same problem - high resistance when passing the manta device through the hemostatic valve, after the sheath was positioned on the guide and x-ray control without any resistance and kinking along the vessel. They confirmed that the 3rd device also had a problem with high resistance, but they were able to deploy it 3010252479-2023-00188 manta. No report of patient injury, harm, complication, or medical intervention.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201492 indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, an 81-year-old female patient having a bmi of 25.5 presented to the or for a tavi procedure. No issues were encountered advancing or withdrawing the initial procedural sheaths, and following the tavi procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to push the bypass tube into the sheath, but the bypass tube would not insert into the hub and would bounce back. No buckling or bending occurred to the bypass tube when met with resistance. The first 18f ce manta device and sheath were removed and a second 18f ce manta device and sheath were loaded onto the guidewire. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to push the bypass tube into the sheath, but the bypass tube would not insert into the hub and would bounce back. No buckling or bending occurred to the bypass tube when met with resistance. The second 18f ce manta device and sheath were removed from the guidewire and a third 18f ce manta device and sheath were loaded onto the guidewire (this complaint). Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered high resistance attempting to advance the bypass tube into the sheath hub. The physician continued to push the bypass tube into the sheath and was able to successfully deploy and achieve immediate hemostasis. The patient experienced no harm, injury, or consequence due to this event; and the patient outcome post-procedure was fine. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.2713%. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4), an investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: when the physician tried to connect the manta device to the manta sheath, the manta device could not attach to the sheath and bypass tubbing jumped to the manta handle (related to 3010252479-2023-00179 manta). Then the team decided to use second manta, but had the same problem(related to 3010252479-2023-00179 manta). Then, they used a 3rd manta device, where everything is normal. Additional information: during a tavi procedure, all three sets of manta showed the same problem - high resistance when passing the manta device through the hemostatic valve, after the sheath was positioned on the guide and x-ray control without any resistance and kinking along the vessel. They confirmed that the 3rd device also had a problem with high resistance, but they were able to deploy it 3010252479-2023-00188 manta. No report of patient injury, harm, complication, or medical intervention.